Manufacturer narrative:
Occupation: non-healthcare professional (family member). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted due to hydrocephalus in (B)(6) 2017. On (B)(6) 2018, the patient felt pain near the a bdominal drainage tube. The reporter wanted to have the pressure tested. No further information was reported.